Event description:
It was reported that a patient experienced coupling and communication issues. It was reported that the implantable neurostimulator (ins) was "completely dead" could not charge. It was suspected that the ins was in an over discharged state. It was stated that "it is going downhill" and the patient could no longer charge that battery. It was later reported that multiple attempts were made to trickle charge with no success. It was stated that the patient will have the battery replaced this month, but no date was given. No further information was provided.

Event description:
Additional information received reported that the replacement was scheduled for (B)(6) 2012. Eighteen days later, it was reported that the patient was sick and they were waiting for him to get well before the replacement. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760, lot# n0037447, implanted: 2005 (B)(6), product type lead, product ID 377760, lot# n0040881, implanted: 2005 (B)(6), product type lead, product ID 37742, serial# (B)(4), implanted: 2005 (B)(6), product type programmer, patient. (B)(4).